Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this bivad patient experienced elevated flows on the rvad pump ((B)(4)) with "no change in power"; no complications were reported with the lvad pump ((B)(4)). The site performed a controller exchange and flows normalized. There was no reported patient injury as a result of this event. The devices rvad pump ((B)(4)) and lvad pump ((B)(4)) remain implanted and were no returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed visual inspection and functional testing. In addition, supplemental testing showed flow, power, and speed were constant during the test and no sign of unstable flow. The reported event was confirmed via review of the controller log files, which revealed elevated flows with a slight increase in power consumption for the rvad pump ((B)(4)) and several viscosity changes on (B)(4) 2014 which may have also affected the estimated flow values on (B)(4) 2014. Log analysis for the lvad pump ((B)(4)) revealed vad parameters to be within normal operation during the multiple speed changes over the last fourteen (14) days of available data until (B)(4) 2015. A possible root cause for the reported high power event may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one week after bivad implantation, the treating clinicians reported elevated flow from the rvad with "no change in power". They performed a controller exchange and flows normalized. There was no injury to the patient. Investigation is ongoing.